Event description:
Philips received a complaint from a philips field service engineer (fse) reporting a backup alarm failed error occurred on the v60 ventilator. The issue was observed during a service event; the device was not in clinical use. There was no harm. The philips fse replaced the power management (pm) printed circuit board assembly (pcba) to implement a field change order (fco) prior to the issue occurrence. The fse verified the backup alarm failed diagnostic message in the device event log and concluded the ne component (pm pcba) was defoa (defective on arrival). A new was ordered. The investigation is ongoing.

Manufacturer narrative:
The philips fse replaced the power management (pm) printed circuit board assembly (pcba) to implement a field change order (fco) prior to the issue occurrence. The fse verified the backup alarm failed diagnostic message in the device event log and concluded the new component (pm pcba) was defoa (defective on arrival). A new was ordered. The fse resolved the issue by replacing the pm pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.